Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a paclitaxel set under infused. The spectrum iq infusion pump was set to 296ml/hour for one hour. However, after one hour approximately 150ml of the paclitaxel solution remained in the device. Upon further inspection, the IV tubing was observed ¿bent¿ and the device did not alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed that when the door of the pump was opened for unloading, the tubing was ¿miss loaded¿. There was a visible twist in the tubing. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.